Event description:
According to the reporter: the device would not open before application. Another device was applied. The delay in surgery time was reported as more than 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 08/26/2009.